Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: investigation summary. Investigation site: cq zuchwil; selected flow: device interaction/functional. Visual inspection: visual inspection showed that the locking screw inside the end cap is not in the original position anymore it is too deep inside. Apart from that the implant shows signs of use, such as scratches at the hexagonal recess and the anodized layer is partially worn away at the sleeve as well at the tip blade's. Functional test: the locking screw was screwed back into original position with a standard hex-wrench. The function test at zuchwil customer quality was conducted with a at the cq department available impactor with the result that the blade could be locked/ unlocked as per design intended. No malfunction could be replicated. It was possible to attach the blade to the impactor without any issues and the tip of the pfna blade did rotate freely after attaching as required. Also the blade was locked as required after the impactor was removed. Drawing/specification review: the review of the device history record revealed that this implant was manufactured in march 2018. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. Summary: the returned pfna blade was examined and the complaint condition was able to be confirmed as the locking screw was too deep inside the end cap of the blade and therefore the blade could not be locked. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required with an impactor. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling as the locking screw was screwed in to depth. In this relation we would like to point out the pfna surgical technique (036.001.143 dsem/trm/0714/0132(7) 08/17) where in section 8 is described how the pfna blade is attached to the impactor. Relevant is there the sentence: push the pfna blade gently towards the impactor while attaching the pfna blade. Because this ensures that the thread it attached to the blade together with the hexagon. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 04.027.055s; lot: l799828; manufacturing site: bettlach; release to warehouse date: march 08, 2018; expiry date: march 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the pfna ii blade was not giving compression after inserting in the femur neck. It was not attaching to remove the blade driver. There was a twenty-five (25) minute surgical delay. Concomitant device reported: unknown extraction instrument (part # unknown, lot # unknown, quantity 1) and unknown pfna ii-nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna-ii blade l100 tan. This is report 1 of 1 for (B)(4).